Manufacturer narrative:
Implant date is estimated from 6 months prior to event date as event was noted at 6-month follow-up appoint.

Event description:
It was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the six-month follow-up, transesophageal echocardiogram revealed a thrombus on top of the watchman implant. The patient was subsequently started on eliquis.